Event description:
Complainant alleged that the medics were treating a pt who was in cardiac arrest. The medics administered seven shocks to the pt, but upon the medics administration of an eighth shock, at 360 joules, a "popping sound, which came out of the actual unit", was heard. All device reading were lost and the screen displayed a "poor pad contact" error message. "The pt was immediately switched over to the back-up monitor (zoll 1600 series) for the remainder of the call without further incident." The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the stat pads multi-function electrodes used in the event were discarded subsequent to the event.